Event description:
The initial reporter stated that at the end of the case, the switchpoint element router displayed error on touch panel "critical error system shutting down". All video on the field were lost. There were no adverse events as a result of this malfunction.

Manufacturer narrative:
Expiration date is not established for this device. Date of manufacture is unknown at this point. Further attempts will be made for this information. This is not a single-use device. Once device is evaluated, will update with a supplemental.